Event description:
A report was received that the patient had a small abrasion around the ipg that appeared to be wearing very thin around the site. The patient underwent a revision wherein the ipg was relocated.